Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15898. The patient reported he is experiencing pain at his ipg site and the ipg is protruding from his back. Also, the patient underwent a lead revision procedure on (B)(6) 2011 and indicated approximately 3 months later, he lost stimulation. The patient then ceased using and charging his scs system. The patient indicated he may wish to have his scs system explanted. The patient was advised to consult with his physician regarding having his scs system explanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.